Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The root cause is an anomaly in the components; they were replaced with better components.

Event description:
It was reported that the device screen was cracked and the coating of the wires was broken. This occurred during priming at the facility. There was no reported patient involvement.